Manufacturer narrative:
Product analysis: the device was discarded by the user facility. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring it was replaced with a bioprosthetic valve due to poor echocardiogram results. The physician expressed dissatisfaction with the ring. No specific failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.